Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer reported that the both arrows of insulin pump were sometimes give her issue. Customer stated the insulin pump had failed battery test more than once, rejected brand new battery, lost settings one time in the past after switching out battery and makes weird noise when rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.